Event description:
The (B)(6) pt had ventral hernia repair in (B)(6) 2012, at other facility. Post op wound infection at the incisional site which required treatment with v.a.c.. Continued to have pain just below the incision at the pubic bone location. Ongoing low grade fever, nausea, vomiting and pain. CT done showed cellulitis. Md suspects graft infection as source of present problems. Pt was admitted to hospital on (B)(6) 2012, for IV antibiotic therapy. Pt was taken to the operating room on (B)(6) 2012, for removal of mesh. Pre op diagnosis: s/p repair with infection. Procedure: exploration of abdominal wall, removal of mesh and replacement with strattice mesh. Repair hernia.